Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post procedure upon returning to the hospital for access evaluation, two tears were discovered in the catheter. Reportedly leak was noted. Additionally, the patient experienced pain. Port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a partial view of the catheter in which two partial breaks can be seen from the photo. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in left internal jugular vein using the powerport m.r.I. Isp. Post procedure upon returning to the hospital for access evaluation, two tears were discovered in the catheter. Reportedly leak was noted. Additionally, the patient experienced pain. Port was removed and replaced. There was no reported patient injury.